Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead was successfully placed with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increasing threshold of the affected lead. A new lead was successfully placed with different model. No additional adverse patient effects were reported.